Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to having been implanted in reverse. The icl was damaged after removing. The icl was exchanged for another icm120v4, same diopter lens.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. Medical review - when the lens is implanted upside-down in the posterior chamber, the vaulting may appear to be lower than expected due to the inversed orientation. The most probable cause of this event was inadvertent injection and implantation of the icl upside-down. While the lens is being injected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of the event is surgical error. (B)(4).